Event description:
Customer reports, the flow control valve on the aqua seal cdu will not completely shut off the suction to the cdu. The valve will only decrease the flow of air when in the fully closed position. No patient injury was reported.